Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly the customer performed a cartridge change to resolve alarm; however, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin. Reportedly, customer reloaded cartridge and resumed insulin therapy. Customer¿s blood glucose was 167 mg/dl.